Event description:
It was reported that the burr got stuck with the wire. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery (rca). A 1.50mm rotapro and a rotawire were selected for percutaneous coronary intervention (pci). During removal, the burr became stuck with the wire. The rotation speed and maximum speed were at 180,000 rpm. The burr and the wire were removed from the patient's body as one unit. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.